Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to atrial tachycardia (at). It was noted that the patient's rhythm was 154bpm and the rhythm accelerated to 200bpm when atp was delivered. Four shocks were given after the atp in which the rhythm was converted. At this time, this device remains in service. No adverse patient effects were reported.